Event description:
Machine was in use in the middle of the case and suddenly turned off. Several attempts to reboot the machine were made to no avail. Another ultrasound machine was brought in.device #1is this a laboratory device or laboratory test?no.